Event description:
Correction: the previous or initial MDR submitted on august 16, 2023 was filed inadvertently. The patient was treated with IV antibiotics (specific date and duration not reported). No oral antibiotics was given.

Event description:
Per the clinic, the patient developed an infection and subsequently experienced skin breakdown at the implant site, exposing the receiver/stimulator. The patient was treated with oral antibiotics for 10 days and underwent a skin graft surgery on (B)(6) 2023. The implanted device remains.